Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The device worked within specifications and no deviation could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Reportability decision changed to not reportable event since no malfunction of device occurred. Thus the reported event is no possibly related to any device defect. Possible root causes of the reported issue may be associated to procedural factors, disposable circuit or perception issue by the user.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t reached the set temperature (30°c) on the patient tank to heat the patient but the patient temperature did not rise. The patient could be heated of some degrees only when 40°c were set on the device. Reportedly, the patient could be warmed by putting warm water into the water tank. There was no report of patient injury.